Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a fractured draw rod upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is multifactorial.

Event description:
It was reported that during the surgery, when surgeon attached a cage to the expander and strike its head with a plastic hammer, the base of the expander inner shaft broke.

Event description:
It was reported that during the surgery, when surgeon attached a cage to the expander and strike its head with a plastic hammer, the base of the expander inner shaft broke.